Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed blood and eschar buildup on the jaws. During functional testing, engineering was able to replicate the sticking that occurred during the event by activating the device on porcine tissue. Engineering observed that, as eschar built up on the jaws and sealing surfaces of the device, tissue sticking increased. Upon further inspection, engineering found that the conductive stops, insulated components located at the distal and proximal ends of the static jaw, sunk during use of the device, leading to an insufficient gap between the jaws. This can result in increased tissue adherence. Upon further inspection, engineering tested the cutting performance of the device on porcine tissue and concluded that the device performed to specifications and successfully transected tissue on all activations. As such, engineering was unable to replicate "failure to cut" and determined that the blade functioned as intended. Engineering also compared the color of the sealing surfaces of the returned device to a known conforming device and confirmed a slight discoloration. The discoloration may be due to the environment it was used in, type of tissue it is used to seal on, or conductive fluids surrounding the jaws as it is used to seal. The discoloration is not indicative of device performance. The root cause of tissue adherence observed during the event is due to the movement of the conductive stop. Engineering was unable to determine a root cause for "failure to cut" as they were unable to replicate the incident. Applied medical recently implemented device enhancements intended to further minimize the potential for tissue sticking.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Hemi thyroidectomy - "start procedure; skin was incised with knife blade. Dissection of subcutaneous tissue was done with a needle electrode until the thyreoid gland was visible. Blunt dissection was performed with a dissector to free up the blood vessels and small tissue bundels. Voyant was used to seal and dissect. During the first 10 activations sealing and dissection of the seal was normal. After every 2 to 3 activations the jaws were cleaned with a wet gauze because of eschar builup. After 10 activations the surgeon and scrub nurse started to notice that tissue began to stuck to the jaws. They had to use a foreceps to get the sealed tissue from the jaws. They started cleaning the jaws after every activation. Stickiness kept happening. It was also noticed that the knife blade didn't cut the seal completely. Meaning that they had to use a scissor to devide some remaning sealparts. It was noticed that the color of the jaws of the voyant changed, became more grey/black after 10/15 activations. The operating team decided to use standard bipolar or using scissors instead of using voyant because this was less time consuming." Patient status - no patient injury or illness occur associated with the complaint event.